Event description:
While being assisted by a health care professional to use a sit-to-stand lift, the patient is reported to have fallen resulting in a broken leg. To date, we have not received information of any deficiencies, defects or malfunctions with the equipment.